Event description:
It was reported that following an implantable neurostimulator (ins) replacement, the patient didn¿t ¿seem to be getting the program back to where it was before¿ as she was getting stimulation in the spine and on the right side, beneath the right lung and in the right shoulder blade. When the ins was placed, the patient had asked if the right side could be covered ¿a little bit¿ as ¿it had gone over in the right¿ and the patient¿s right side would ¿ache all the time too.¿ all of the patient¿s old programs had been put into the new ins at the time of the replacement. The patient wasn¿t getting stimulation in the left arm as much as the patient had been prior to having the ins replaced and ¿needed to feel it more on the left side,¿ but the patient couldn¿t ¿get the programming to do that.¿ the loss of stimulation and therapeutic effect in the left was said to have been sudden. A manufacturer representative had tried to reprogram the stimulation, but the stimulation stayed in the right shoulder blade. Impedance testing was done and the results were all ¿good.¿ later, the patient met with a healthcare provider (hcp) and had x-rays taken. The x-rays had shown that the patient¿s cervical lead had migrated to the patient¿s right peri-scapular region. A plan to have a lead revision was made. The patient was not receiving any stimulation therapy at the time of meeting with the hcp. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 3550-29, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported an x-ray image of lead migration from the cervical spine to the peri-scapular region. It was noted that the x-ray was status post battery replacement/relocation.